Manufacturer narrative:
Intermittent button response on the up arrow, down arrow and act buttons due to flattened dome switches. No damage to keypad traces and connector on lcd board was not unlocked during visual inspection. Minor scratches on lcd window, cracked reservoir tube lip and scratches on reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the act, down and up buttons were intermittently responsive on the insulin pump. Customer's blood glucose was 163 mg/dl. The customer agreed to return the insulin pump for analysis.